Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Field service engineer inspected the cap piercer. Fse replaced cap piercer assembly to resolve the leak. (B)(4).

Event description:
The customer reported a leak onto the sample tubes on the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing a gown, gloves and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.